Event description:
A vns treating physician reported to their field rep in (B)(4) that they had difficulty interrogating with their programming system. A new serial cable was sent to the site and ruled out as the cause of the event. The green light on the programming wand is illuminated for over 25secs indicating that it has power. At this time, good faith attempts are underway to determine the cause of the event.